Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experience high blood glucose. The customer put in new battery and received a failure alert. Then put another battery and pump completely powered off. The customer's blood glucose was 511mg/dl. Customer stated the pump alarmed after battery change. Customer did not want to troubleshoot for high blood glucose. The customer was advised to monitor the pump and call back if issues persist.